Event description:
During a coronary drug eluting stenting treatment procedure, balloon removal difficulty and a dissection occurred. The taxus express2 3.0x24mm drug eluting stent was deployed. The physician encountered difficulty removing the balloon that was stuck inside the stent. Additional follow-up indicated that a dissection occurred in the right coronary artery.